Manufacturer narrative:
(B)(4) = bleeding from aortic root. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the op report documents one small tear at the very calcified area in the commissure between the right and non-coronaries. Although the root cause of this event cannot be confirmed with the available information, it appears that this event was likely due to patient and procedural related factors. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
It was reported that the valve was implanted then explanted during the same procedure. Per the op report, the patient presented with native aortic valve stenosis. The aortic valve was bicuspid. It was excised and the annulus was decalcified. A 27 mm edwards tissue valve (subject device) was implanted and the patient was weaned off cardiopulmonary bypass (cpb). After separation from bypass, he had significant bleeding from the aortic root. The area of bleeding could not be visualized; therefore, the patient was placed back on cpb. Inspection revealed one small tear at the very calcified area in the commissure between the right and non-coronaries. This was repaired initially with 4-0 prolene suture and then repaired using interrupted 3-0 pledgeted prolene suture. A new 27 mm edwards tissue valve was then sewn in place and patch of the aortic annulus was also performed. The patient was weaned from cpb once again, without difficulty and hemostasis was much improved.